Event description:
It was reported to philips healthcare that the qcps meter feedback froze after 14 shocks, the machine was 1/4 way between CPR cycle but the meter froze on a "hands off" message. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.